Manufacturer narrative:
(B)(4).customer returned insulin pump for an alleged cosmetic damage located at the screen, case and was hospitalized due to head injury found on (B)(6) 2022. Insulin pump was received with a scratched lcd window and a scratched case. Insulin pump was also received with a blank display with vibrate alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display with vibrate alert. Unable to generate power management graph due to blank display with vibrate alert. Unable to download history files and traces using thump due to blank display with vibrate alert.unable to upload pump to carelink due to blank display with vibrate alert. Insulin pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. The original pcba 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and a blank display with vibrate alert noted. The original pcba 1 was cleaned using isopropyl alcohol and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display with vibrate alert noted. A blank display with vibrate alert was confirmed due to corrosion on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay. Cosmetic damage was confirmed at the pump screen and case. Unable to download history files and traces using thump due to blank display with vibrate alert. Unable to upload pump to carelink due to blank display with vibrate alert. A blank display with vibrate alert was confirmed due to corrosion on the pcba 2. During visual inspection, corrosion was also found on the pcba 1.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was cracked and screen was scratched up. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to health effect code has been updated and provided in h6 section of this report.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose and head injury on (B)(6) 2022. Customer blood glucose was 454 mg/dl at the time of incident. Customer was treated with manual injections for high blood glucose. Customer had a fall due to an accident. The insulin pump was dropped. No further complications were reported. Frn-unk-rsvr, unomed set.